Event description:
It has been reported to philips that the connection socket of the angiomat did not supply any voltage. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the connection socket of the angiomat was not supplying any voltage. Upon inspection, the fse determined that the angiomat was not fastened properly. The fse cleaned the connector contacts, pushed, and fastened angiomat properly. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.